Event description:
It was reported that patient with third degree av block had short pauses where there were no ventricular pulses delivered and felt dizzy. Arm maneuvers did not created noise. Reprogramming was made. No report of adverse consequences for the patient after reprogramming.

Manufacturer narrative:
(B)(4).